Event description:
Under the foam tray that supports the supplies in the medline vascular pack, I found remains of styrofoam and silver like particles on the back table cover. When I removed the supplies from the foam tray, I saw that the foam tray was damaged. FDA safety report ID# (B)(4).